Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 with a gastrointestinal (gi) bleed. During this admission, a computed tomography angiography (cta) of chest was done that showed a non-obstructing peripheral thrombus along the superior aspect of the outflow graft. Patient's lvad flow and power have been stable and have shown no problems with vad function at this time. Heart failure team requested analysis of log files to establish a baseline with the known thrombus. The analysis showed no notable alarm conditions or parameter changes. Patient had a colonoscopy during admission for gi bleed. No further signs of bleeding, hemoglobin and hematocrit stable. Patient was discharged (B)(6) 2020 on coumadin, no heparin drip due to recent gi bleed.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) and the report of gastrointestinal bleeding could not conclusively be established through this evaluation. Furthermore, the report of a non-obstructing peripheral thrombus along the outflow graft could not be confirmed, and a specific cause for its formation could not be determined. The patient presented on (B)(6)2020 with gastrointestinal bleeding. A colonoscopy was performed and the account reported that there were no further signs of bleeding. The account also noted that a computed tomography angiography (cta) of the patient¿s chest showed a non-obstructing peripheral thrombus along the superior aspect of the outflow graft and log files were submitted for review. The patient was ultimately discharged on (B)(6)2020 on an anticoagulant, with stable hemoglobin and hematocrit. A review of the submitted log files from (B)(6)2020 through (B)(6)2020 found that the pump maintained a speed above the low speed limit. The system appeared to be operating as intended and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no additional complaints at this time. The heartmate ii lvas instructions for use section 1 lists bleeding (perioperative or late) and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. Additionally, the ongoing patient assessment and care information in section 6 lists bleeding and thromboembolism as ¿potential risks & adverse events¿ that may be associated with the use of heartmate ii left ventricular assist system. This section also outlines indications of pump thrombosis, as well as how to respond to such events, and contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: correction.